Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly fully deployed. The exposed portion of the soft cannula appears to have a kink near the distal tip. Although damage to the soft cannula was found, cause of the reported leaking could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels exceeded 13.8 mmol/l (250 mg/dl) while wearing the pod less than an hour (site unknown). Patient noted that the pod was leaking when he wanted to go to bed. No information was provided on how the hyperglycemia was treated.